Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he cannot get out of the prime/rewind sequence on the insulin pump. Customer was advised to revert to a back-up plan. Customer's blood glucose was 232 mg/dl. In a another call, customer stated that the pump was working at the time of the call. Customer was advised to monitor the pump.